Event description:
This lead was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the electrical analysis a broken contact in the conductor cable to the ring electrode was measured. The subsequent visual inspection confirmed a conductor fracture 5 cm proximal to the lead tip. It is assumed that the lead had been subject to excessive mechanical forces in the implanted state. Diagnostic images clarifying this assumption were not available. Furthermore cuts in the insulation were found and dried blood residuals were noted along the inner coil. The is-1 connector pin was bent which most likely occurred during the extraction procedure. Due to the bend a stylet could not be introduced during the mechanical analysis. Thus the examination of the fixation mechanism was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.